Event description:
It was reported the decrease amplitude button on the programmer had popped up and would no longer respond to pressing upon the button. A replacement programmer was sent to the patient. Follow up identified the sjm representative had met with the patient and programmed the new device. It was reported the new programmer had resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.